Event description:
Additional information reported that the patient was doing fine, but was not on the surgery schedule yet. It was later reported that the patient was receiving effective therapy.

Event description:
A problem with refills was reported. It was stated that they have had difficulty accessing the center port and it was a "depth issue"; the patient was in the operating room as they were trying to attempt refill. Per reporter at the previous refill they used a longer needle and were able to refill the pump but this time they cannot. The patient was obese and had gained some weight since the last refill. It was added that they took a lateral shot (x-ray) and could clearly see the needle in, but not reaching the fill port of the pump. They attempted accessing the center port through different angles and were not able to reach. They looked around the facility and were not able to find anything. It was further stated that the pump moved around in the pocket making it difficult to access and patient reportedly could feel the pump move. It was stated they "needed to make an incision to reach the pump and patient would be scheduled for a revision to reposition the pump". Drugs delivered via the device were clonidine and dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709 serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).